Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced and an ffb node software reload was performed. The system was then found to be operating as intended.

Event description:
The field engineer reported a generator fault and a loss of communication between the workstation and the mainframe. This likely resulted in a system lock-up, bo boot, or shut down. There is no report of pt injury associated with this event.